Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had the syringe plunger cap adhered to the packaging, a misaligned plunger rod, and a crushed plunger. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine needle had the syringe plunger cap adhered to the packaging, a misaligned plunger rod, and a crushed plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Customer returned (1) loose 1/2cc 30g bd insulin syringe. Customer states plunger was not straight and looks crushed. The returned syringes were examined and one exhibited a broken plunger back, and the other syringe had the plunger and the plunger cap crushed (damaged). A review of the device history record was completed for batch# 7079760. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - plunger rod damaged and broken. Investigation conclusion: probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.